Event description:
On (B)(6) 2022 fujifilm healthcare americas corporation received a complaint regarding oasis xp 1.2t open MRI system. The customer complained about the quality of breast imaging. The patient is a known breast cancer patient and is actively undergoing treatment. The site reported the discrepancy in the size of a lesion that was 75 mm on a non-fujifilm system (scan was done on (B)(6) 2022) vs only 5 mm on the oasis xp 1.2t open MRI system (scan was done on (B)(6) 2022). There is no death or serious injury associated with event. As such, this is being submitted in an abundance of caution.